Manufacturer narrative:
Device was replaced.

Event description:
During a cataract extraction procedure, this phacoemulsification handpiece could not be calibrated. Another handpiece was used for the procedure.